Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a primary total right knee surgery the instrument broke. A mallet was used to strike the trial when it broke.